Event description:
Report received from (B)(6) stating that the motor spins free when used with an angle attachment. It is known that the event did not occur during surgery. However, it is unknown if there was any injury or medical intervention reported related to this occurrence. No additional information was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem of "motor spins free when used with angle attachment" was confirmed. The locking pawls of the motor exhibited damage that is consistent with improper assembly of an attachment into the motor. This type of damage could allow the motor drive shaft to spin independently of an attachment drive shaft or cutting bur when pressure was applied. The drive shaft of the attachment also exhibited damage that is consistent with improper assembly of the attachment into the motor. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).